Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt, the device displayed a "defib pad short" message. Complainant indicate that the clinician obtained another device to continued treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction. Reference medwatch report 1220908-2012-02286 and 1220908-2012-02274 for device's used during the pt event.

Manufacturer narrative:
Zoll medical corporation hs not received the device for evaluation and this complaint is still under investigation.